Event description:
It was reported that the camera control unit hd560p had no image during a during a knee procedure. There was no procedural delay, and the operation was finished using a backup device. No patient injuries or complications were reported.

Manufacturer narrative:
Complaint of blank live video output was confirmed. Cause of failure was a seating problem with the video input pcb and the video output pcb. Unit passed functional testing after the video input and output pcbs were reseated. Product was last released to distribution as a service replacement on january of 2017. The root cause for the reported event has been associated with an electrical component failure. No containment or corrective actions are recommended at this time.